Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a neurosurgical procedure on an unknown date and an absorbable hemostat was used. The patient had anaphylaxis in operating room during the procedure shortly after placement of the absorbable hemostat in epidural space. Required epinephrine, steroids, albuterol, antihistamines. Incision re-opened by surgeon and product removed. Patient fully recovered. Patient with known porcine and bovine gelatin allergy. No additional information was provided.